Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a battery compartment crack. The battery cap was missing sections of the threads and was unable to fully secure to the pump; a test cap was used to perform the investigation. Unrelated to these issues, the keypad cover was peeling. The audio bolus button cover was torn in the center but was still operational. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on (B)(6) 2016. Investigation revealed a battery compartment crack. The battery cap was missing sections of the threads and was unable to fully secure to the pump.